Manufacturer narrative:
Unit received with currents in specification. Unit passed displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests and displacement tests. No unexpected excessive no delivery alarm. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 490 mg/dl at the time of incident. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. The customer has tried all remedies but the alarm cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.